Event description:
Information received from the field does not address the patient's clinical status but notes that the patient was seen clinically after no magnet response was seen during a transtelephonic check. Pacing at about 67 ppm was seen. Interrogation revealed that the device was in back-up mode. Attempts to perform a software download were unsuccessful. The device was subsequently replaced.